Event description:
(B)(4). When I was (B)(6), I already had 2 children and didn't want anymore as I just became a single mother. I got the essure and it was done as a in and out patient operation. Meaning not in the doctor office but in the surgery center of the hospital under general anesthesia. I couldn't walk sit or even lay down that night or the next week. When I sat, it felt like a sharp rod in my left side going up it hurt real bad. I went for my post check and it was fine good results. Then I started noticing sex was uncomfortable, I cried a relationship failed because of the pain and mood swings. I would go to the ER and several dr appointments complaining about pain on my left side. I was given 500 mg of naproxen taken twice a day. I was finally seen and sent to an ultra sound and my left coil was "slightly" out of place. No my left coil was out of my fallopian tube and embedded into my uterus. We found that out after getting a laparoscopic done. So once again, I was put under general anesthesia and had to take off work. I was (B)(6) years old when I received my partial hysterectomy missing 8 weeks of work and only getting paid to 2 of them. Since this operation, I have been in the ER more than 6 times for the pain. I have been told that now I have cyst and polyps that rupture every 3-6 months. I am continually missing work or going in an unable to do my job to the fullest.